Event description:
It was intended to treat a mildly calcified eccentric type b1 lesion (95 percent stenosis degree,) in a segment of the rca. The lesion was pre-dilated with the pantera pro 2.5/20 compliant balloon catheter once, followed by a pantera leo 3.5/15 nc balloon catheter, which was inflated twice. After this pre-dilatation, a localized dissection was noted in the treated area. Subsequently, a scaffold was implanted and post-dilatation was done. Thereby the dissection was fixed. Both balloon catheters are reported separately.

Manufacturer narrative:
The complaint instrument was not provided for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided angiographic material and the clinical documentation was reviewed. Review of the product release documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. The provided angiographic material was reviewed. It is visible that the lesion was pre-dilated with a 2.5/20 balloon catheter, which caused the initiation for a dissection. Further it is visible that the second predilatation with the complaint instrument caused the localized dissection. A scaffold has been implanted and was post-dilated which fixed the dissection. Based on the conducted investigations no manufacturing related root cause could be identified.